Event description:
Procedure started at approx 10:00 am. Pt's procedure complete with transfer to holding unit at 11:30 am. Pt received on telemetry unit at 11:35 am. At 11:40 am pt pulseless, unresponsive and without respirations. CPR initiated unsuccessful. Pt expired. ECG rhythm ventricular fibrillation to emd during code. It is undetermined if device is related to this event. Reported because of close proximity of implantation to death. (See also mw1002994.)